Manufacturer narrative:
Product complaint # : (B)(4). The device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During insertion of metaglene locking screws, one of the 4 lugs at the tip of the screwdriver broke off. Surgeon was able to complete the insertion of both locking screws, with the instrument. Surgeon could not find the small broken tip, in the surgical wound. Lavaged the wound with copious irrigation, used suction to completely dry the wound, and inspected the wound again. No sign of the metal tip. Surgeon stated he was satisfied that the irrigation / suction had removed the tip, and decided not to perform an intra-operative x-ray to check for the metal fragment. One minute delay to procedure. No ae to patient.